Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in or about (B)(6) 2010. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and the plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, excessive hair loss, dental problems, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms in multiple physicians but was unable to resolve it. On or around (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. Plaintiff prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed, approximately 5 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed, approximately 5 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), medical device discomfort ("discomfort"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and tooth fracture ("my teeth just started breaking"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, medical device discomfort, tooth disorder, fatigue, alopecia and tooth fracture outcome was unknown. The reporter considered alopecia, back pain, fatigue, medical device discomfort, pelvic pain, tooth disorder and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In(B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), medical device discomfort ("discomfort"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and tooth fracture ("my teeth just started breaking"). The patient was treated with surgery (essure removal surgery). Essure was removed on(B)(6) 2015. At the time of the report, the pelvic pain, back pain, medical device discomfort, tooth disorder, fatigue, alopecia and tooth fracture outcome was unknown. The reporter considered alopecia, back pain, fatigue, medical device discomfort, pelvic pain, tooth disorder and tooth fracture to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: my teeth just started breaking and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 664441, 623219) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, myalgia, paratubal cyst and dysmenorrhea. Hsg (cont): shortly after undergoing the essure procedure, an hsg test was performed and she was advised that her coils were properly placed. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), medical device discomfort ("discomfort"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and tooth fracture ("my teeth just started breaking"). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, medical device discomfort, tooth disorder, fatigue, alopecia and tooth fracture outcome was unknown. The reporter considered alopecia, back pain, fatigue, medical device discomfort, pelvic pain, tooth disorder and tooth fracture to be related to essure. Lot number: 664441, 623219. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 664441, 623219) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, myalgia, paratubal cyst and dysmenorrhea. Hsg (cont): shortly after undergoing the essure procedure, an hsg test was performed and she was advised that her coils were properly placed. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), medical device discomfort ("discomfort"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and tooth fracture ("my teeth just started breaking"). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, medical device discomfort, tooth disorder, fatigue, alopecia and tooth fracture outcome was unknown. The reporter considered alopecia, back pain, fatigue, medical device discomfort, pelvic pain, tooth disorder and tooth fracture to be related to essure. Lot number: 623219; manufacturing date: 2009-03; expiration date: 2012-03; lot number: 664441; manufacturing date: 2009-08; expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.